Event description:
The event is reported as: the customer alleges that it is difficult to advance/remove the stylet into the cannula. The customer states that there is some resistance in the area of the grip. No report of pt injury/harm.

Manufacturer narrative:
The device sample was not returned for eval at the time of the report.